Event description:
It was reported that the remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. Additional information received that the detector was dropped.

Manufacturer narrative:
The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector was dropped and there were mechanical shocks registered in the detector shock log. Calibration was performed to the detector. The detector passed both self-test and diagnostic checks. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).